Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels (no values provided). The customer's clinical diabetes specialist recommended that the customer switch infusion sets as the pump appeared to be working as intended, but the customer declined. No other information was provided.